Event description:
It was reported that patient experienced seroma at the ipg site and migration of the left supraorbital lead causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was repositioned and the ipg pocket was explored to rule out infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.